Event description:
During an incoming new device inspection, it was found that the device showed the battery and attention icons. The device was able to power on but the internal battery was severely depleted. The device was unable to provide defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the returned device and verified the reported failure. Further extensive testing was unable to determine the cause of the reported/observed failure. A replacement device was provided to the customer.